Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of being hospitalized twice due to vehicle accidents caused by low blood glucose. First incident was in (B)(6) 2005. Customer had a vehicle accident after driving home from thanksgiving meal. Customer was hospitalized with blood glucose of 22 mg/dl but does not remember hospitalization details. Customer was wearing insulin pump. Second incident occurred on (B)(6) 2009. Customer hit a fire camp. Customer reported of having low blood glucose and was given morphine at the hospital. Customer did not remember hospitalization details. Customer was wearing insulin pump at the time of hospitalization.